Manufacturer narrative:
Weight, ethnicity, race-unk, PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.0 into the patient's left eye (os) on (B)(6) 2021. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5: updated information: on (B)(6) 2021, the lens was exchanged with a longer lens. The problem was not resolved. See MFR rep#: 2023826-2021-03554 for replacement lens. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).